Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an increase of pain symptoms. The patient stated they fell the year prior to the report on the same hip that the stimulator is implanted in. The patient said increasing stim did not help resolve the pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.